Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-april-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and found that the customer had tightened the filter nut and the problem was resolved. All errors cleared and the g8 instrument is operational. No further action is required by field service. The most probable cause for error 101 pressure low and the peak had not been detected was a loose nut.

Event description:
On (B)(6) 2016, a customer reported error 101 pressure low and the peak had not been detected on the g8 instrument. The customer is unable to run patient samples on hba1c diabetes assay. Technical support specialist (tss) reviewed the chromatograms for quality control and found they had an elevated baseline. The total area was 0. The whole blood samples appeared acceptable. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.